Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed loss of capture on the implantable cardioverter defibrillator (ICD). Programming changes were recommended, but no changes or intervention was reported. There were no patient consequences.

Event description:
New information indicates that loss of capture reoccurred. There were no patient consequences.